Manufacturer narrative:
The customer reported discrepant low inratio inr results during testing. The customer did not provide a reference value for comparison. Product support was unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported discrepant low results with his inratio testing. The results were as follows: (B)(6) 2015 inraito=1.7, 1.5 (done one minute apart). Patient self tester's therapeutic range: 2.4-2.8. Patient self tester reported previous results as follows: (B)(6) 2015 inratio=2.4.